Event description:
A malfunction was reported on a customer's pump, identified by malfunction code "malf 12." There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump and assisted the caller with the process. After resetting, the malfunction code did not recur, and the customer confirmed they were okay to continue using the pump. The customer was advised to call back if any malfunction reappeared.